Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used at 12:00pm in 2008, to treat esophageal varices. According to the complainant, "the procedure was a technical success twice." However, on the night of the procedure (11:45pm), the patient presented with bleeding. It was reported that the bleeding was stopped by using a tamponade balloon. Then, on the next day, the patient was transferred to another facility, where, at 2:00pm, it was noted that the ligation band, together with the varices, had come loose. It was reported that the patient expired. The cause of death has not been ascertainable; however, the customer has indicated that the loose ligator bands contributed to rebleeding of the varices, but were not the cause of the patient's death. The patient was transferred to: medical center.